Event description:
It was reported to boston scientific corporation on october 27, 2009, that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2009. According to the complaint, during the procedure, the balloon burst while sweeping the stone inside the pt. No fragments needed to be removed. The procedure was completed with a bsc basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval has not been performed; the cause of the reported malfunction is undetermined. (B)(4).